Manufacturer narrative:
Manufacturer's analysis was unable to confirm the customer comment regarding the analyzer's sensing issue. The analyzer passed all incoming functional and system tests. However, it was indicated tha tthere were disturbed pins in the patient connector and that the patient connector was broken. The analyzer was to be sent for repair.

Event description:
It was reported that, during an implant, the atrial sensing was showing up on the ventricular channel of the analyzer. The adapter was changed but the issue was not resolved. The ventricular channel was used for both leads and the implant procedure was completed. The analyzer was returned for service. No patient complications have been reported as a result of this event.